Event description:
It was reported that, long gamma3 nail, lag screw, and 40mm distal locking screw were removed to give pt a total hip arthroplasty.

Manufacturer narrative:
The device will not be returned for eval. If additional info is received it will be reported on a supplemental report. Also removed, unk lag screw, unk 40mm distal locking screw.